Event description:
It was reported that during a thrombectomy surgical procedure for the a1 segment of the anterior cerebral artery aca, the physician intended to use the subject aspiration catheter for suction thrombectomy. Upon retrieving the subject aspiration catheter from the dispenser hoop, the physician noticed a crease/kink located 2 cm from the hub at the proximal end. The physician attempted to use the catheter anyway; after delivering both the subject aspiration catheter and microcatheter to the target location, negative pressure aspiration was initiated. However, leakage of both air and fluid was observed at the creased site. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the catheter shaft was broken/fractured 4 cm from the proximal end of the proximal shaft. The catheter shaft was kinked/bent as per photo 9.8 cm from the proximal end of the proximal shaft. The catheter shaft was flat/crushed. The catheter hub was intact. During functional inspection, the catheter shaft was flushed, and water exited the catheter shaft. The reported event was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported "during a surgical procedure, thrombectomy was planned for the a1 segment of the anterior cerebral artery aca. The physician intended to use a aspiration catheter for suction thrombectomy. Upon retrieving the catalyst5 from the dispenser hoop, the physician noticed a crease/kink located 2 cm from the hub at the proximal end. The physician attempted to use the catheter anyway; after delivering both the catheter and microcatheter to the target location, negative pressure aspiration was initiated. However, leakage of both air and fluid was observed at the creased site. The physician deemed it a quality issue and subsequently replaced it with a new aspiration catheter to proceed with the thrombectomy. The procedure was then completed successfully.". Additional information received from the customer indicated that the device was prepared for use as per the directions for use. Device damage was detected before use, but the physician proceeded to use it. According to the axs catalyst dfu, "carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a device that has been damaged in any way. Damaged device may cause complications." The catheter shaft was broken/fractured 4 cm from the proximal end of the proximal shaft. The catheter shaft was kinked/bent as per photo 9.8 cm from the proximal end of the proximal shaft. The catheter shaft was flat/crushed. The catheter shaft was flushed and water exited the catheter shaft at the fracture site. A review of all available information and the device analysis indicates the catheter shaft likely fractured during removal from packaging or preparation, causing leakage at the fracture site during the procedure. The fracture's location matches the damage described in the event description identified prior to use. The as reported 'catheter shaft kinked/bent' as analyzed 'catheter shaft broken/fractured during preparation', 'catheter shaft kinked/bent', 'catheter shaft flat/crushed' will be assigned a probable assignable cause of handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. The as reported 'catheter shaft leak during use' and 'introduction of air' as well as the as analyzed 'catheter shaft leak during use' will be assigned a probable assignable cause of use error issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. A deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported that during a thrombectomy surgical procedure for the a1 segment of the anterior cerebral artery aca, the physician intended to use the subject aspiration catheter for suction thrombectomy. Upon retrieving the subject aspiration catheter from the dispenser hoop, the physician noticed a crease/kink located 2 cm from the hub at the proximal end. The physician attempted to use the catheter anyway; after delivering both the subject aspiration catheter and microcatheter to the target location, negative pressure aspiration was initiated. However, leakage of both air and fluid was observed at the creased site. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.